Event description:
While looking at some implant paperwork, he noticed that he artial iegm (intraelectrocardiogram) was somewhat smaller but present post-shock. The atrial sensitivity was set to 1.3 mv as the p-waves were greater than 3.5. After the shock the iegms did not have atrial annotation, but the non-annontated iegms clearly showed atrial activity. Allegedly this same event has been seen in europe.